Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110032420, comp aug mini bsplt w tpr md, lot # 65967500. Catalog #: 113633, comp primary stem 13mm mini, lot # 65909490. Catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 66653740. Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 65905100. Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 66725694. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 66817100. Catalog #: 110031399, offset 40mm diameter humeral tray, lot # 66854570. Catalog #: 110030776, standard offset 40mm diameter glenosphere, lot # 66238806. Catalog #: 110031427, standard 40mm diameter bearing, lot # 66786451. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a shoulder arthroplasty approximately one month ago. Subsequently, the patient was revised 8 days later due to instability and loosening. Patient had new stem and taper put in. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: . The following sections was corrected: a2; h4 h10: related report number: 0001825034-2025-00068 0001825034-2025-00071 0001825034-2025-00069 0001825034-2025-00072 0001825034-2025-00073 0001825034-2025-00074. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Root cause is attributed to user error, off label use. Per the instructions for use IFU 01-50-1284, 01-50-0890, and 01-50-0903 "humeral and glenosphere components should be used only when there is good quality bone." And it was noted that the patient had poor bone quality due to renal failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.